Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the valve was disengaged from the dissector balloon. The obturator, lock collar, trocar balloon all appeared intact. The insufflation bulb and inflation syringe were received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. The hole was covered and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic hernia repair procedure, the valve seal disengaged. At insertion device would not inflate and then the grommet seal came off the trocar, could not hold air. No patient injury noted.